Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -17.5/1.0/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause of the event is unknown. Reportedly, "the second piece; elective surgery."

Manufacturer narrative:
Patient identifier: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).